Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed, "cassette not properly connected. Reattach cassette." There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that cassette not properly detected. (Dso sensor defective). Visual test was performed. Dso sensor will be replaced. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks. Review of event log found no relevant information. Review of service history found the pump was in for repair on november 14, 2025, with the same fault. Visual and functional testing was performed.